Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was received in the original lma pouch and the device was not used. The edge of the outside of the pouch looked rugged from the glue of the sticker. The sticker location appears to have been moved. The reported defect was confirmed visually. The root cause is the type of sticker used for the over labeling is not suitable for the tyvek material of the outer pouch. The sticker adhesive is not strong enough to stay fixed permanently on the outside of the pouch. Relevant parties were made aware of the reported incident. Follow-up actions ((B)(4)) are to search for the appropriate adhesive label type and retrain relevant parties on over labeling on the outside of the pouch.

Event description:
The event is reported as: the customer alleges the expiration sticker with a new re-validated date fell off the packaging. There was no patient involvement.

Event description:
The event is reported as: the customer alleges the expiration sticker with a new re-validated date fell off the packaging. There was no patient involvement.